Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. A small piece of the sealant grip tip was observed adhering to the polyimide shaft, approximately 128mm from the balloon proximal tip. The introducer sheath was flush with the distal end of the shuttle cartridge. Upon unsheathing sealant was found inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1209405) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci distributor that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Following the procedure the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after shuttling down with the green handle and pulling up the sheath it was noticed that the advancer tube was not exposed. The physician deflated the balloon and pulled out the device. The patient was converted to approximately 15 minutes of manual compression and a hemcon patch was placed at which time hemostasis was achieved. The peg was not deployed, it remained in the black tube (catheter).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1209405) indicated that the device lot met all established performance criteria prior to shipment.